Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) exhibited increased ventricular impedance readings and some episodes of overensing were observed. An invasive procedure was performed and the lead tested fine. The ICD was removed and replaced.